Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code b20: device remains implanted, and no images were provided; therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, patient underwent endovascular treatment for a zone 5 descending thoracic aortic aneurysm and was implanted with gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices. The vbx devices were implanted in superior mesenteric artery, celiac artery, left and right renal arteries. The patient tolerated the procedure. On (B)(6) 2025, the physician reported the patient's left renal artery was occluded at the junction where the tambe (portals of aortic component) and vbx device meet and enter the left renal artery (lra). The lra is reported to be fully thrombosed. The patient is on anticoagulants; no re-intervention is planned at this time. It is unknown if both vbx devices occluded or just the one at the portal junction. Reportedly, thrombus was not an issue at the time of the implant. Currently, there is no additional information on what the physician believes may have led to the complete thrombosis of the left renals. There is no further information at this time regarding patient status.